Event description:
This is regarding mark vi sip & puff controls. End user describes lack of responsiveness. There is a significant delay between sending one command and then being able to initiate another command.